Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer reported that the issue was resolved by a complete set change including reservoir. Neither the insulin pump nor the reservoir were replaced or returned for analysis.